Manufacturer narrative:
A2: age at time of event: 18 years or older. Device evaluation by MFR.: a promus premier ous mr 12 x 4.00mm stent delivery system (sds) was returned for analysis. A visual examination of the stent found evidence of damage with proximal struts lifted and pulled distally. The undamaged crimped stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The 85% stenosed target lesion was located in the mildly tortuous and mildly calcified proximal end of the left anterior descending artery. A 12 x 4.00 promus premier drug-eluting was selected for use; however, the stent struts were lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient status was stable.

Manufacturer narrative:
Age at time of event - 18 years or older.

Event description:
It was reported that stent damage occurred. The 85% stenosed target lesion was located in the mildly tortuous and mildly calcified proximal end of the left anterior descending artery. A 12 x 4.00 promus premier drug-eluting was selected for use; however, the stent struts were lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient status was stable.